Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device continued to run on its own. There was no patient involvement. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. A condition of the device running on its own was found and then reported. Based on the investigation details, the likely cause was problems with the motor and bearings, which were replaced. Service repaired and returned the device.